Manufacturer narrative:
At the time of the event model number 9320is24 was not sold or distributed in the u.s. By edwards; however it was considered the same as the asc 3 introducer sheath set that was FDA approved and commercially distributed in the u.s. The device was not returned for evaluation as it was discarded by the site. Due to the device not being returned for evaluation, the reported complaint for ¿sheath housing, hemostasis valve leakage¿ could not be confirmed. However, a device history record (DHR) review, lot history, and complaint history analysis did not reveal any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. It should be noted that the manufacturing process for the ascendra ii introducer sheaths and loaders includes multiple 100% inspections to prevent defects or damage. These inspections make it highly unlikely that a manufacturing non-conformance could have caused the leakage that was present in the introducer sheath housing, before the unit left the edwards facility. No labeling or IFU/ training inadequacies were identified. Review of the complaint history for the month of june 2015 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative actions are required.

Event description:
As reported through the edwards european source xt clinical trial, during the transaortic tavr procedure, the patient had minor blood loss through the sheath and required 1 unit of blood transfusion. Despite this issue, the sapien xt valve was delivered and the catheter was retrieved without complications.